Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information received per the medical records indicate that the patient has a history of 20% ostial lesion, mild atherosclerotic changes involving both lower extremities without any evidence of severe disease, mild coronary artery disease, chest pain, moderate in-stent re-stenosis of the left subclavian artery, mild peripheral vascular disease of both lower extremities, angina pectoris with known coronary artery disease, peripheral vascular disease with left arm claudication, lower extremities claudication, previous stent placement, hypertension and a history of multiple pulmonary embolisms. Immediately prior to implantation of the filter, the patient experienced chest pressure, left arm pain, nausea and vomiting. The filter was deployed via a right femoral vessel. Approximately six years after the index procedure, the patient had computed tomography (CT) scans. The CT medical records state that the patient has a history of weight loss and abdominal pain; however, a date was not provided of when these events occurred. The CT scan revealed that the patient had diverticulitis involving the distal descending colon and sigmoid colon, compression fracture of the l4 vertebral body, multiple subcentimeter cysts in the kidneys bilaterally and filter struts extending outside inferior vena cava.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. The patient has also experienced worry, is scared and stays upset. The patient noted that they do a lot of heavy lifting at work and has experienced hurt since the filter has been implanted. As reported, the patient had placement of a optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of 20% ostial lesion, mild atherosclerotic changes involving both lower extremities, mild coronary artery disease, chest pain, moderate in-stent re-stenosis of the left subclavian artery, mild peripheral vascular disease of both lower extremities, previous stent placement, hypertension and multiple pulmonary embolisms. Immediately prior to implantation of the filter, the patient experienced chest pressure, left arm pain, nausea and vomiting. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter struts perforating the inferior vena cava. Approximately six years after the index procedure, the patient had a CT scan, for abdominal pain with weight loss, that revealed diverticulitis involving the distal descending colon and sigmoid colon, compression fracture of the l4 vertebral body, multiple sub-centimeter cysts in the kidneys bilaterally and filter struts extending outside inferior vena cava. Per the patient profile form (ppf), the patient experienced blood clots, clotting and or occlusion of the inferior vena cava. The patient has also experienced worry and pain. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in the report is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter struts perforating the inferior vena cava. The patient has suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The perforation of the ivc was reported; however, a clinical conclusion could not be determined as to the cause of the event. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without the implant or attempted explant procedural details or imaging, to review, it is not possible to draw a conclusion between the reported events and the device. However, procedural factors and/or vessel characteristics may have contributed to the events. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a opteasevena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter struts perforating the inferior vena cava. The patient has suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages.